Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes d.9. Returned to manufacturer on: 21-jun-2024 d.4. Medical device expiration date: 30-apr-2023 investigation summary: bd received 10 expired samples for investigation. Nevertheless, the samples were evaluated by visual examination for factors related to the indicated failure mode of blood pooling with the incident lot. The issue was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode blood pooling. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd minidraw¿ finger sleeve, medium there was blood pooling. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd minidraw¿ finger sleeve, medium there was blood pooling. There were no health consequences or impacts reported.

Manufacturer narrative:
The manufacturing location for this product is roechling medical rochester (rmr). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k230391 d4. Medical device expiration date: not applicable. Product does not expire. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.